Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. Customer's blood glucose level was 40 mg/dl. Customer stated that when they cycled the insulin pump their blood dropped to low even when they had set the temporary target. Customer stated insulin pump was giving insulin when their blood glucose was 90 mg/dl - 100 mg/dl and it still gave insulin even though their target was 150 mg/dl. Troubleshooting was not performed. It was unknown whether the auto mode feature was on. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.